Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause to the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent kyphoplasty surgery due to vertebral compression fracture (vcf). Intra-op, cement hardened and hardly came out of mixer. There was a delay in overall procedure time. No patient complications were reported.